Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm, off now power alarm, motor communication error alarm, and bad battery alarm. Customer's blood glucose was 408 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump passed self-test and unexpected restart error alarm test. No unexpected restart alarm. No spi to motor pic communication error alarm. No unexpected blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.